Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(4).

Event description:
It was reported that, bd loads ¿ 29 g x 12.7 mm insulin syringe and needle had misaligned markings. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: complaint evaluation / complaint history check for the event(s) that occurred. Severity: unable to perform complaint lot history check due to unknown lot number for misaligned scale. Investigation summary: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that the scale was misaligned. Both returned syringes were tested using the plug gauge and one sample exhibited the 5 unit marking printed too low and out of the specifications marked on the plug gauge. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure CAPA initiated complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per manufacturing, upon evaluation by qe ah, both samples were evaluated via plug gauge testing and one (1) sample was noted to have failed with the 5u (5 unit) scale marking being outside the specifications. This sample was tested via volumetric analysis at the prescribed 10u (10 unit) and 30u (30 unit) scale markings, no additional out of specification values found during this testing. A gross visual of the syringes did not the slight lowering of the scale markings, when compared to one another, however both samples were determined to have been non-rejectable parts (within visual specifications). Print scale variability is common finding by the consumer, as there are many different factors that go into the actual printing on the barrels. Samples, such as those provided with this customer complaint, represent cosmetic variations that confer no impact to the end user, as demonstrated by testing associated with analysis of these samples. CAPA (B)(4) was initiated by the (B)(4) plant to address print related defects and their associated root cause(s).